Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw missing from the device. The bottom jaw was not returned. The jaw spring was bent and disengaged from the jaws. The sample appears used as there is biological material present on the device. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. It was found that the ratchet ears were intact. However, the clips were out of position and stacking on one another in the channel. It is unlikely that the clip stacking caused the jaw to detach. It appears that a significant side load was applied to the bottom jaw which caused it to detach. Further attempts to fire the device caused the jaw spring to become disengaged and bent. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "jaw fell off" was confirmed based upon the sample received. The sample was returned with the bottom jaw missing from the device. It appears that the a significant side load was applied to the bottom jaw which caused it to detach. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. The sample was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
The report states: we had an incident on 2/28 with a couple of endo clip appliers item number ae05ml they were both different lot numbers. Per the nurse when they deployed it, there was a delay and so they took it out of the patient's body and the metal tip/clip broke and stayed in the patient's body. We have both of these in a red bag I don't know if we can ship them off to be reviewed. The doctor also has pictures of what exactly happened if you would like those. The lot numbers are: 73g1900661 and 73g1900662.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1900662 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states: we had an incident on 2/28 with a couple of endo clip appliers item number ae05ml they were both different lot numbers. Per the nurse when they deployed it, there was a delay and so they took it out of the patient's body and the metal tip/clip broke and stayed in the patient's body. We have both of these in a red bag I don't know if we can ship them off to be reviewed. The doctor also has pictures of what exactly happened if you would like those. The lot numbers are: 73g1900661 and 73g1900662.